Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for the c-cover has a burn. Is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign objects and c-cover burned. There was no patient involvement.